Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that common femoral arteriotomy closure was attempted using a starclose se device after an unspecified procedure. Reportedly, the starclose se clip did not exit the sheath as the sheath did not split. The starclose se device was removed and hemostasis was accomplished with manual arterial compression. There were no adverse patient sequelae reported and no clinically significant delay in the procedure reported. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott vascular (av) confirmed the reported issue related to sheath splitting. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. In cases where the starclose se fails to achieve hemostasis, the resulting action is to apply manual compression. This may result in a delay in achieving patient ambulation but is not serious or life threatening. While product with this issue may cause user dissatisfaction, the result of the issue is a minor safety risk as hemostasis may be achieved using manual compression. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on (B)(6) 2017, [medwatch # 2024168-2017-00941]. Av implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the initial medwatch report filed, additional information received:it was reported that common femoral arteriotomy closure was attempted using a starclose se device after a superficial femoral artery procedure. The arteriotomy was 6fr. Reportedly, the starclose se clip did not exit the sheath as the sheath did not split. The starclose se device was removed and hemostasis was accomplished with manual arterial compression. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.